Event description:
It was reported that the patient fell and had symptoms after the fall. The patient stated that they didn't feel right after a previous reprogramming, the patient complained of increased respiratory rate and some shortness of breath. The patient was seen in clinic and a device check found that the right ventricular (rv) lead had low r waves and non-capture at the highest output. The lead had dislodged into the atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.